Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ shielded IV catheter foreign matter was discovered on the catheter tip. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the hcp found fm onto the catheter tip before use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-jul-2023. H.6. Investigation summary: bd received an unsealed 20 gauge insyte autoguard device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be determined from the returned unit. Our quality engineer visually inspected the returned unit and observed a black piece of foreign matter (fm) inside of the catheter and on the bevel of the needle. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine the origin of this fm or its root cause. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ shielded IV catheter foreign matter was discovered on the catheter tip. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the hcp found fm onto the catheter tip before use.